Event description:
Additional information received from the health care professional indicated that there was no device issue, patient/therapy issue, procedure issue with regards to the ¿burn-like¿ mark that was found in the pump pocket.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 96 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had a "burn-like" mark over the pump pocket location. The patient was brought to the operating room and the catheter was clamped at the pump pocket. Cultures were done and they were clear with no signs of infection. Following the catheter being clamped in the operating room, the patient was given an lp bolus of baclofen and oral baclofen. Then today [(B)(6) 2016], the patient was brought to the operating room and the pump segment of the catheter was replaced using a new pump segment. The catheter was reprimed and good cerebrospinal fluid (csf) flow was observed. The patient's new dose post revision was 400 mcg/day and the patient would be admitted for observation. The dose prior to the patient's revision was 700 mcg/day. The event date was noted to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.